Event description:
A medtronic emergency response systems engineering investigation was initiated based upon the observation there was a lack of "positive locking action" between the high voltage transfer relay connector, component designators p24/j24. Lack of adequate connection between the relay and the wire harness could result in an inability to administer device defibrillator therapy to a pt.